Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) serial number (B)(6). Revealed a rm03 error code. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was in about the last 10 days the pt had received the message battery low replace the controller batteries soon 3 times. Patient said that they received the message usually when recharging their implant and when the controller was 100% charged. During the call pt reset their controller. No symptoms were reported. It was reported that the patient was seeing messages on their controller when they tried to recharge their ins. They were seeing "battery low, replace controller batteries soon" and a "system problem" screen. They usually reset their controller to resolve these screens and continued recharging. The patient inspected the recharger and did not notice and damage. The recharger became warm when recharging but not hot. It was reported that the patient was receiving a message saying "rm06" and they could only charge up to 30%. They reached 30% and it would look like they were charging, but the battery wouldn't increase and then charging would just turn off after a while. They also received a message to "replace the controller batteries soon," and had been getting that for months, but everyone told them that the battery wasn't that old and not to worry about it. The replacement recharger helped at that point in time, but then they started to receive the same screen again. They reset the controller all the time. The patient examined the plug and the controller port, but didn't see any problems. The issue was not resolved.